Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
A nurse reported to our sales rep that the gamma3 u-blade is out of function.